Manufacturer narrative:
No product was returned for evaluation nor were radiographs provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. No root cause can be confirmed at this time. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2018 patient underwent a spinal procedure at t10/iliac levels. On (B)(6) 2020, during a follow-up visit an x-ray revealed the implanted rod broke at l4/5 level. On (B)(6) 2020, patient underwent a revision procedure.